Event description:
The pump was returned to the customer's biomedical engineering dept with an unsigned note that read, "not functioning properly". During the customer's biomedical engineering testing, the pump display reportedly, randomly cycled numbers, letter, and symbols on the display. Further testing of the pump was aborted. The pump was not tested for delivery accuracy. There wre no reports of any adverse pt events while the pump was in clinical use. Though requested, there was no further info available.